Manufacturer narrative:
Vyaire medical was unable to confirm the issue. The reported volume problem was not duplicated during functional check. The reported rattling sound was duplicated and isolated to loose grounding clip inside ventilator. Move ltv 1200 service repair version 05.09 to factory service department to have assembly processed.

Manufacturer narrative:
H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the ltv 1200 vte (end-tidal volume) is higher than the intended vti (inhaled tidal volume), and that something is rattling inside. Furthermore, there was no patient harm associated with the reported event.